Manufacturer narrative:
The reported device was returned to verathon for evaluation and the customer was provided with a replacement glidescope titanium t4 blade. A verathon service representative evaluated the returned blade and was unable to duplicate the reported disappearing image. Since the customer received a replacement blade, the returned blade was scrapped. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and glidescope lopro t4 blade, the image would not show intermittently. The procedure was completed with another glidescope titanium lopro t4 blade. No delay in the procedure, harm to the patient, or user was reported.